Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with the return of device. Failure event observed during analysis. Final analysis found an insulation abrasion at 18.3 cm to 18.4 cm from the connector pin exposing the outer coil. The abrasion was consistent with constant friction to another implantable device.